Event description:
The customer reported a burning smell while using the architect c4000 analyzer. An abbott field service engineer (fse) evaluated the analyzer indicating they observed evidence of burning on the brake relay switch. The fse determined the evidence of burning was caused by a short circuit from the cable of the cpu card cage. The fse replaced the cable. There was no report of injury to any operators or impact to patient management.

Manufacturer narrative:
Initial reporter: local phone number: (B)(6). (B)(4). Evaluation: further investigation of the customer issue included a review of the complaint text, review of the instrument by abbott field service engineer (fse), a review of instrument history, a search for similar complaints, and a review of labeling. The abbott fse evaluated the instrument. The fse confirmed that the caused of the short circuit was the cable of the cpu card cage. It was replaced. Review of the instrument service history did not identify any other issues that may have contributed to the current event. A historical ticket review was completed against the cable which did not identify an adverse trend. Tracking and trending was also completed for the analyzer and did not identify an adverse trend. Labeling was reviewed and contains adequate information for the described issue. Based on the available information no product deficiency of the cable or the architect c4000 analyzer, list number 02p24, was identified.